Event description:
The external ventricular drainage (evd) was leaking and the nipple was found to be cracked. Replaced with new nipple under sterile conditions. Positive csf culture for streptococcus mitis / oralis.